Event description:
Dialysis patient complained of not feeling well. At end of treatment patient began having seizure activity. Staff tried to suction patient using twin-o-vac but was unable to get it to function. After incident rt, respiratory therapist checked twin-o-vac. Unit as an o2 flow meter attached. Knob on flow meter was found to be loose and did not allow o2 to enter. The knob is held in place by an allen screw which had loosened.